Event description:
There was no patient involved in this event. The unit powers on by itself without manual intervention.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in april 2011 and performed to specification, alongside random manual power ons, up to the last log entry on the 5th june 2015. The device records one manual power on of 10 minutes duration during this time. Investigation was unable to replicate the reported fault. There was only one manual power up of 10 minutes duration recorded and may indicate the user was power cycling the device or the beginnings of membrane failure. Slight voltage fluctuation was observed over the pogo-pins however this did not affect the devices ability to deliver therapy. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use